Event description:
A hospital in (B)(6) reported via our distributor that two rt212 adult breathing circuits failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: one of the complaint rt212 breathing circuits was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test revealed that the breathing circuit was out of specification due to excessive leak. When the subject breathing circuit was immersed in the water bath, the leak was observed at the connection between the lid and the bowl of the expiratory water trap. A lot check revealed no other complaints of this nature for lot number 140210 conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The breathing circuit had been in use for two days before the leak occurred, which suggests that the leak possibly developed by distortion of the water trap when the bowl was reconnected after emptying. The user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.